Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for spinal pain indications. It was reported that patient mentioned the handset was lagging at 90% when they were trying to bolus, and it takes forever to connect and they still are getting 2-3 different codes saying something like "wait or close". Agent reviewed data and assisted the patient in deleting the data. Patient was able to connect to the pump no issues. Patient will call back if they needs further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.